Manufacturer narrative:
The stretcher plate has not been evaluated by the manufacturer. A service technician is scheduled to evaluate the device. A follow-up MDR will be submitted.

Event description:
The hyperbaric technician reached under the headrest to release the locking latch of the stretcher plate from the chamber assembly. The headrest disengaged and came down landing on her thumb. She went to the emergency room where x-rays were taken. Her hand was placed in a brace. There were no broken bones or skin. No medication was given. The technician did go to the occupational medicine department. Her safety director reported that she is doing fine.